Manufacturer narrative:
Concomitant medical products: 694045, lead, implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert on the right ventricular (rv) lead for high rate non-sustained episodes, sensing integrity counter (sic), and high impedance. Electrograms also showed oversensing simultaneously with noise. The lead was found to have a confirmed fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.